Event description:
Customer called for assistance with their device. Troubleshooting by phone showed that the standard strip was out of calibration. The device was replaced and the defective one returned for investigation.